Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of ventricular capture was observed. Chest x-ray was recommended. Repositioning of the lead was suggested. The lead was explanted.